Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported. Customer care made multiple attempts to contact the user to provide further assistance, but no response was received.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.